Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturing representative reported there was a temporary return of tremor during normal use on (B)(6) 2016. The patient had gone to the emergency room reporting they had a significant spell of tremor. Troubleshooting was done and devices were working fine. There was no known cause of the return of tremor. No falls or device complications reported. The programmer was used to turn the device on and off and lower and increase the voltage. The patient had claimed the deep brain stimulator device was on and was controlling the tremor some. Patient was given anxiety medication to help the tremor down. The issue was resolved. No surgical intervention had occurred or was planned. The patient's indication for use is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.